Event description:
Pt undergoing endometrial ablation in or using the novasure product. At the conclusion of the procedure, the electrode array would not retract into the sheath. The physician was able to manipulate the equipment and remove it from the patient's uterus without pt injury.